Manufacturer narrative:
Additional, corrected, and/or changed data: a.6, b.5., h.6.

Event description:
Healthcare professional reported "capsular contracture baker grade iii", "the prostheses were recalled by the local health authority (anvisa) and patient got very distressed and worried".

Event description:
Healthcare professional reported, capsular contracture, baker grade iii. And cysts on left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported "contracture " baker grade unknown and cysts on left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side "capsular contracture baker grade unknown" and cysts. Healthcare professional later reported "capsular contracture baker grade iii". "The prostheses were recalled by the local health authority (anvisa) and patient got very distressed and worried". Patient additionally reported discomfort in the region of the prosthesis. The device remains implanted.